Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A filed service engineer reseated the control board connections for drawer 3 as part of troubleshooting. Verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had failed, an attempt was made to recover the drawer after a failed storage space with a ¿not detected on bus¿ error message. Three failed cubbies could not be recovered. The same cubbies had failed twice within the past two months. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.